Manufacturer narrative:
The customer's cobas liat analyzer was returned for evaluation and repair. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. ------- cn-(B)(4).

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4) product code: qjr). The product catalog number for the test is 09211101190 and the UDI is (B)(4). (B)(4).

Event description:
During review of customer data, several samples were identified to be false positive when tested on cobas liat analyzer m1-e-10262. Run # 129 was found to be false positive for flu b and covid. Run # 144 was found to be false positive for covid. Runs # 133, 152, 156, 159, 165, 166, 170 and 171 were found to be false positive for flu b. Although not confirmed for the samples in question, the customer noted that with any questionable results they run those samples on their cephid system for confirmation purposes. It is suspected that tube leakage cause disturbances in the background as well as in the baseline for all channels. The customer's cobas liat analyzer was returned for evaluation. No harm or injury was indicated.